Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a functional spacer was placed with the implants listed: ((B)(4)). A full revision was done on (B)(6) 2017.